Event description:
It was reported through remote data transmission that the pulse generator was oversensing impedance measurements. Device reprogramming was recommended to decrease sensitivity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.